Manufacturer narrative:
The customer confirmed through follow up that the instrument was not in close proximity with another instrument at the time of the issue. The generator energy setting was at cut:40 and coag:40. The instrument arced on an unspecified tissue that wasn't supposed to be cauterized. There was no tissue damage confirmed. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. During inspection, significant bio debris was found on the grips-tips and yaw pulley. No sign of thermal damage or melting. The instrument was found to have slight conductor wire insulation damage with no exposed wires confirmed. The damage did not appear to affect the functionality of the instrument as the physical damage was minimal. It is unrelated to the primary issue. The root cause of the compromised conductor wire insulation is attributed to component failure. The instrument passed recognition, engagement and the electrical continuity test. The instrument energy delivery was confirmed to be within specification. The instrument was transferred to engineering for additional investigation. A follow-up MDR will be submitted if any additional information is obtained.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer confirmed that the instrument was inspected prior to use for a da vinci-assisted pulmonary lobectomy surgical procedure performed on (B)(6)2022. After the alleged issue was observed, use of the instrument was discontinued and it was replaced to the backup.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument allegedly arced, an investigation was completed to determine the cause of this reported event. Although the complaint regarding instrument arcing was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows product information confirming lot# n10210712 with seq 0003. No conclusive determination can be made based on this analysis. The attached image showing the instrument tip was analyzed by the failure analysis engineer and thermal damage was identified at the base on the grips near the bipolar yaw pulley. No conductor wire damage was visualized. No conclusive determination can be made based on this review. A review of the instrument log for the maryland bipolar forceps instrument lot# n10210712 associated with this event has been performed. Per logs using seq 0003 matching the image attached, the instrument was last used on (B)(6) 2022 using system (B)(4). Additionally, results using seq 0013 (instrument information as documented) confirmed last usage on (B)(6) 2022. No usage on the event date of (B)(6) 2022 was logged. No subsequent usage recorded for both instruments. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user alleged that the maryland bipolar forceps instrument arced. According to the report, "insulation area leakage" during intraoperative use was observed. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Maryland bipolar forceps instrument was further investigated by the failure analysis engineering (fae) team and the initial investigation findings were confirmed. The instrument was placed on an in-house system and energy delivery was tested and passed. Electrical continuity was tested and passed consistently at various grip orientations. The housing was removed, the proximal end was inspected, and no damage was observed. The silicone potting connection at the distal end was also inspected and was found to be normal. No damage was observed. A closer inspection at the damaged insulation confirmed no exposed wire. The root cause of the compromised conductor wire insulation is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.